Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had ltk performed on (B)(6) 2015. An attune cemented rp/ps was used. On (B)(6) 2016 the patient was revised. The poly insert was exchanged to a thicker style. On (B)(6) 2018 the patient was brought to the operating room (or) for pain. The tibial tray and poly insert were exchanged. A stemmed attune tibial tray was implanted. Doi: (B)(6) 2015 for the tibial tray; (B)(6) 2016 for the insert. Dor: (B)(6) 2018, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the surgical intervention and medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the patient underwent a left knee revision due to pain, swelling, arthrofibrosis. The surgeon reported the tibial component was grossly loose. He noted the patellar and femoral components were well fixed. The surgeon indicated there was some loosening on the anterior aspect of the tibia component at the tibial bone interface, and so was revised. He reported significant arthrofibrosis present in the joint which was removed. The surgeon reported no intraoperative complications. The patient was implanted with attune tibial revision set, and competitor bone cement. (Based on (B)(4) additional information ad 02 dec 2019).